Manufacturer narrative:
The pump was received with button error alarm and no button response due to moisture damage keypad traces. There was no scrolling numbers display anomaly noted. The low battery alarm was unable to be verified due to no button response. The pump had scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 467mg/dl. The customer treated with manual injection. The customer states the pump was scrolling on its own. The customer states the pump also alarmed for low battery. The low battery could not be addressed due to button error alarm. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.